Event description:
The customer reported that the paramedics were called due to her low blood glucose level. The blood glucose reading was 30 mg/dl. Troubleshooting was performed. Ran a displacement test and passed. However, the device alarmed low reservoir. The customer stated that she has not received training on the insulin pump and she started to use the device on her own. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.